Event description:
It was reported that the left ventricular (lv) lead had high thresholds in unipolar and bipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal and distal conductors (not obstructed), the outer insulation was breached cut, and there was environmental stress cracking on the outer insulation. The analyst noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. Concomitant products: 1888tc competitor implantable pacing leads x2 2010 (B)(6). (B)(4).